Event description:
Caller reported an alarm, but no occlusion event occurred prior to contacting support, and the customer's blood glucose level did not exceed 500 mg/dl. No more than one previous occlusion event was reported, and there was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin use. Although experiencing frequent occlusion issues, the caller declined further assistance, and technical support closed the case.